Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. Echocardiogram confirmed the right ventricular lead had migrated. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.